Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that black foreign matter was found in a bd 20 ml syringe with 18g x 1.5 in. Needle syringe barrel. This was observed before use. No report of serious injury or medical interventions.

Manufacturer narrative:
We have been provided with a picture of the affected sample. After the evaluation of the returned sample, we confirmed the reported issue, and identified the foreign matter as embedded contamination in the barrel. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2011 (december 2 - 4th, 2016). Syringes were assembled in lot #6328025. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #6328024, and #6301172 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #6337094, #6334357, #6319458, and #6326237 and no problems, defects or qn related to the reported issue were found. Root cause: the embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polyprophylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the plunger without possibility of being detached from it.

Manufacturer narrative:
Incorrect awareness date entered on initial MDR. Correction date of 08/29/2017 has been made.